Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 125 ohms. Boston scientific technical services (ts) recommended commanded synchronized shock. However, the patient was brought in for non-invasive programmed stimulation. The shock lead impedance decreased to less than 100 ohms but displayed open circuit message. Additional information received from field representative that the device and rv lead were explanted and the cause was undetermined. The ICD and rv lead were no long r in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.